Event description:
The customer reported the system displayed an overload error message and then the system had to be rebooted. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A filament calibration was performed. The system was then found to be operating as intended.